Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during clinical trials, the patient was implanted with a 3x5 cm piece of mesh after being rendered unconscious by means of general anesthesia without their knowledge, will and consent. The patient was left with permanent disabilities with different specialized surgeries from different surgeons.